Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the dvi video emulators required replacing. The technician replaced the dvi video emulators, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors connected to their hexavue custom room racks were flickering. No report of injury.